Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was difficult to place. In the first target vessel, the patient experienced phrenic nerve stimulation; in the second target vessel, the lead would not reach the distal fixation point. The lead was not used and another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
He full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.